Event description:
On 18-feb-2026, an arthrex subsidiary employee reported via email that an ar-8973ds fibulock implant system experienced an issue. During a fibula fracture repair procedure performed on (B)(6) 2026, the surgeon attempted to place the 1.6 mm guidewire from the product across the fracture site. When reaming was performed with a 6.2 mm reamer, the guidewire fractured. The broken portion of the wire was retrieved, and the surgeon elected to switch fixation to a plate (no detailed part or lot information provided). The procedure was completed without incident. No significant surgical delay occurred, no additional anesthesia was administered, and no patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.